Event description:
Manufacturer rec'd explanted pump for analysis after an implant duration of approx 37 months. It was reported that, the pt experienced withdrawal symptoms requiring hospitalization and surgical replacement of the intrathecal catheter in 2006. The implanted pump was also replaced at that time and reported to be due to "nearing battery life end". Add'l info rec'd from the hcp confirmed the pt has recovered without further sequela. A follow-up report will be sent when the device analysis report is complete.